Event description:
H/o of tvt-s 2007 -at outside institution and with a different provider- presented 2008, c/o dyspareunia since the procedure. Exam was notable for what appeared to be the sling being readily palpable beneath the mid-urethra. At time of surgery, patient was found to have: retained foreign body associated with the sling - namely the finger pad from the introducer. The sling itself was folded over on itself and the folded edge was lying against the urethra. The concerning event is not so much the mal-placement of the sling, but the retained foreign body -part of the introducer mechanism-